Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had an error when connecting the processor and the image was not seen. The issue occurred during an unspecified event. There were no reports of patient harm.

Event description:
The customer reported that the event was found during a therapeutic laparoscopic fundoplication that was completed with a similar device. There was a minor delay reported; however, the timing was not specified.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. New information added to the following fields: b5,d8,h3,h4, h6. Corrected fields: d9(date returned to manufacturer). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Additionally, a b30 scope communication error was found. A definitive root cause was not identified. However, based on the investigation results, the likely cause of the malfunction where the procedure was delayed due to no image and an error message b30 appears to be damage to the charge-coupled device (ccd) unit. The user may detect the event by handling the device according to the following instructions for use (IFU). - inspection of the endoscopic image olympus will continue to monitor field performance for this device.